Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in-clinic for device check. An alert for high, out of range high voltage lead impedance was observed. Programming changes the svc coil off was recommended.